Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Bluetooth pairing test was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information/ device evaluation. H3: device evaluated by mfg- additional information. H6: additional information.